Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Troubleshooting had previously been performed for the same issue. Customer was treating with manual injection and his blood glucose was 374 mg/dl. Customer had reportedly tried all remedies and had changed infusion set to four different sites. It was advised to revert to back-up plan. Nothing further reported.